Manufacturer narrative:
A photo was provided showing leakage from the filter vents of the 0.2 micron filter. No samples were returned for investigation. The reported complaint of leakage can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The possible lot numbers were reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. D4 - lot #, d4 - expiration date, and h4 - device mfg date are the following: lot # 7645729 (exp: 08/01/2025 and MFR: 08/11/2022). Lot # 5752415 (exp: 01/01/2025 and MFR: 01/10/2022). Lot # 786777 given by customer but does not exist. Lot # 11269893 (exp: 11/01/2025 and MFR: 11/28/2022).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm during an intravenous (IV) administration of an immunotherapy drug, nivolumab, at a patient home by a nurse. It was reported that upon flushing the medication the nursed noticed fluid droplets (leak) on the back of the filter and evidence on the patient¿s sofa. The nurse was unable to determine if this was the drug or sodium chloride (nacl) flush droplets. It is unknown if the product is contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement but no patient harm.